Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, the cause may be attributed to faulty main board. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified procedure, it was found that the endoscopic image was not displayed. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to failure of the main board.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.